Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: not provided due to hospital policy. A6: race: not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. A review of the device history record of the product code/lot number combination was conducted with no findings. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported that the assembly was unable to be inserted. After transarterial embolization (tae), an angiography was performed, and it was confirmed there were no issues at the puncture site. After replacing a fubuki guiding sheath (6 french, aasahi intecc) with a 6fr, 10cm sheath, the accessory guidewire was used to remove the sheath. Then the assembly was attempted to be inserted into the artery over the guidewire, however, it was difficult to insert. The device was not used, and another angio-seal device was used to continue the procedure. The assembly was inserted over the guidewire, and hemostasis was successfully achieved with the second device. The blood loss was less than 250cc. The reported event did not result in patient injury and/or require medical or surgical intervention. No equipment or other devices were used with the angio-seal. The procedure before deploying the device was tae. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 french. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel's diameter was 4.2 mm.